Event description:
It was reported that the pump was upright in the patient. The physician reported that the pump was painful to the patient and difficult to refill. The pump was replaced on (B)(6) 2012. The patient status at the time of the report was no injury or adverse event. The device system was used to deliver infumorph. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion. The pump passed all non-destructive lab testing. There was motor stall recovery in the logs. A motor stall recovery is an indication that in the pump's life there was at one time a motor stall and then recovery. After doing destructive analysis the technician noted significant resistance when trying to turn gear three isolated from rest of gear train manually. The technician also found significant residue on gear three's o-ring located on top bridge.

Manufacturer narrative:
Product ID 8703w, lot# j94150795, serial#, implanted: 1995 (B)(6), explanted: product type catheter, product ID 8703, lot#, serial# (B)(4), implanted: 1992 (B)(6), explanted: product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Further investigation of the pump, serial number (B)(4), resulted in a change of the analysis finding from ¿pump motor gear train anomaly involving corrosion and/or wear and/or lubrication¿ to ¿pump motor o-ring wear¿. Analysis did not find pump motor gear train anomaly involving corrosion or wear or lubricant degradation. There was o-ring wear observed but it was not a significant anomaly.